Event description:
It was reported through a post-market clinical follow-up database that the patient developed medial knee pain attributed to a prominent distal screw tip and subsequently underwent screw removal approximately 11 months post-implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item # 47249428011, retrograde femoral nail - purple 11.5 mm diameterï ½ 28 cm length use red proximal screws and black distal fixed angle screws, lot # unknown. G2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.